Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was below the implantable pulse generator (ipg) lower rate limit. The ipg remains in use. No further patient complications have been reported as a result of this event.